Manufacturer narrative:
Per the tandem t:slim x2 g5 user guide: "do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. During troubleshooting, it was reported that the customer was using apidra insulin. Tandem technical support explained to the customer that using apidra was off-label use of supplies; customer acknowledged. Customer resolved issue by changing infusion set tubing and reported insulin pump therapy would be resumed. Customer's blood glucose was in the 300 mg/dl range.